Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lens, bent latch lock and a lifted dso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. Test result shows that the device over delivered. It was determined that the cause was due to the expulsor. As a result, the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump over infused, 7.5 to 15% error, during preventive maintenance. There was no patient involvement.